Manufacturer narrative:
(B)(4). Unit received with critical pump error and unable to download due to corroded electronic assemblies. Unable to verify pump error 53 or pump error 49 due to download difficulty. Unable to perform selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test or displacement test due to critical pump error. Unit received with corroded battery tube and corroded motor home switch.

Event description:
Information received by medtronic indicated that insulin pump had blank alert. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer was able to successfully clear the alarm. The device will be returned for analysis.